Event description:
Reportedly the user had an accident in 2018. When the user was seen for mapping at the clinic in november 2019, in situ measurements showed affected channels.reimplantation is considered but not scheduled yet.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet. This is a final report.

Event description:
Reportedly the user had an accident in 2018. When the user was seen for mapping at the clinic in (B)(6) 2019, in situ measurements showed affected channels.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found are most likely related due to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user had an accident in 2018. When the user was seen for mapping at the clinic in (B)(6) 2019, in situ measurements showed affected channels.